Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during an attempt to deliver a bolus. During troubleshooting with tandem customer technical support (cts), the customer received a cartridge alarm. The pump supplies were changed and the alarms did not reoccur. The customer's blood glucose (bg) level was 260 mg/dl. The customer reported that the bolus was delivered successfully and insulin delivery was resumed.